Manufacturer narrative:
The lens was returned in a plastic bag. Solution was dried on the lens. The lens was torn/split/cracked (possibly cut) down the center into two portions. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The handpiece indicated is not qualified for the lens/cartridge combination used. The reported lens damage was observed. The root cause for the reported complaint appears to be related to a failure to follow the instruction for use (IFU). A non-qualified handpiece was used. The IFU instructs that an company qualified delivery system combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a crack was found in the center of the iol after implanted while performing irrigation/aspiration. The surgery was completed after replacing the product with same model and diopter. There were no problems with the visual acuity with the patient the next day. Additional information was requested, but no further information is available.